Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements. The patient has chronic atrial fibrillation (af). No invasive intervention was performed/reported.